Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united stated product. This device is one of four products associated with this event. Please refer to MFR report # 9616099-2007-02017, 9616099-2006-00373, & 9616099-2006-00374. This complaint is from the clinical study. The target lesion was the proximal to mid right coronary artery (rca). For the proximal rca, the vessel was de novo, eccentric, tubular, and highly calcified lesion. The diameter of the lesion was 3.07mm and the length of the vessel was 3.19mm. Aha/acc classification of the vessel was a type b2. The pre-procedure stenosis was 52%. For the mid rca, the vessel was de novo, eccentric, tubular and highly calcified. The diameter of the lesion was 3.07mm and the length of the vessel was 6.99mm. Aha/acc classification of the vessel was a type b2. The pre-procedure stenosis was 64%. It was an elective case. Femoral approach was chosen for the procedure. To treat the mid rca, pre-dilation was conducted with a 3.5 x 12mm balloon at 16 atm. Inflation time was unknown. Rotablator was conducted also, but details are unknown. A 3.5 x 18mm cypher was implanted at 18 atm for 16-30 seconds. Post-dilation was conducted with a 3.5 x 12mm balloon at 20 atm. Inflation time unknown. Timi flow before and after the procedure was 3. The residual % of stenosis was 17%. To treat the proximal rca, pre-dilation was conducted with a 3.5 x 12mm balloon at 10 atm. Inflation time was unknown. A 3.5 x 18mm cypher was implanted at 18 atm for 16-30 seconds. Post-dilation was conducted with a 3.5 x 18mm balloon at 20 atm. Inflation time was unknown. Timi flow before and after the procedure was 3. The residual % of stenosis was 4%. Ivus was conducted. The stents were not overlapping each other. Three months later, follow up coronary angiography (cag) was conducted and restenosis was observed inside both implanted cypher stents. The patient didn't complain of any chest pain. There was 84.1% stenosis at the mid rca and 89.7% at the proximal rca. To treat the restenosis of the cypher at the mid rca, balloon angioplasty was conducted with a 3.5 x 15mm balloon at 24 atm for 38 seconds. To treat the restenosis of the cypher at the proximal rca, balloon angioplasty was conducted with a 3.5 x 15mm balloon at 24 atm for 27 seconds. The residual % of stenosis was 22.5% at the mid rca and 10.4% at the proximal rca. The patient was in stable condition and was discharged from the hospital at the next day. Three months later, follow up cag was conducted and focal restenosis was observed inside of both cypher stents. A de novo lesion was also observed at the distal rca. There was 50% stenosis at the proximal and mid rca. To treat the restenosis at the mid rca, angioplasty was conducted with a 3.5 x 13mm balloon at 20 atm for 45 seconds. Then, a 3.5 x 10mm cutting balloon was conducted at 12 atm for 40 seconds. To treat the restenosis at the proximal rca, angioplasty was conducted with a 3.5 x 13mm balloon at 20 atm for 55 seconds. Then, a 3.5 x 10mm cutting balloon was conducted at 12 atm to 60 seconds. The residual % of stenosis was 0%. At the same time, the distal rca was treated. Pre-dilation was conducted with a 3.5 x 13mm balloon at 15 atm for 40 seconds. A 3.5 x 23mm cypher was implanted at 20 atm for 40 seconds. Six months later, the patient complained of chest pain and visited the hospital. Follow up cag was conducted and restenosis was observed inside the most distally implanted cypher stent in the distal rca. There was 100% restenosis at the distal rca, 75% at the mid rca and 75% at the proximal rca. To treat the restenosis, a guidewire was inserted into the restenosis area, but the balloon couldn't cross the area. The patient complained of chest pain repeatedly. To treat the restenosis in the distal rca, pre-dilation was conducted with a 3.5 x 15mm balloon at 24 atm for 25 seconds. A 3.0 x 23mm cypher was implanted at 24 atm for 35 seconds inside the previously implanted cypher stent at the distal end of the distal rca. A 3.5 x 13mm cypher was implanted at 24 atm for 30 seconds at the proximal end of the initially implanted cypher with overlap. These two cyphers connect the previously implanted 3.5 x 23mm cypher to the previously implanted 3.5 x 18mm cypher post-dilation was conducted with a 3.5 x 15mm balloon at 22 atm for 10 seconds. The residual % of stenosis was 0%. To treat the mid rca, angioplasty was conducted with a 3.5 x 15mm balloon at 24 atm for 30 seconds. The residual % of stenosis was 25%. To treat the proximal rca, angioplasty was conducted with a 3.5 x 15mm balloon at 25 atm for 30 seconds. The residual % of stenosis was 25%. The patient didn't show any symptoms after the procedure. The patient was in stable condition and was discharged from the hospital. Three months later, the patient complained of chest pain. Cag was conducted and restenosis was observed at the ostial area of the proximal rca and the overlapping area of the 3.5 x 13mm cypher and the 3.5 x 23mm cypher (3.5/23mm) that was implanted at the distal rca. There was 50% stenosis at the proximal rca and 90% stenosis at the distal rca. To treat the restenosis, balloon angioplasty was conducted and the residual % of stenosis at the proximal rca was 25% and 0% at the overlapping area at the distal rca. The procedure details were all unknown. Two months later, the patient complained of chest pain again. Cag was conducted and restenosis was observed inside of the 3.5 x 23mm cypher. There was 90% stenosis. To treat the restenosis, angioplasty was conducted with a balloon. The residual % of stenosis was 25%. The following month, the patient complained of chest pain again. Cag was conducted and restenosis was observed at the overlapping area of the 3.5 x 13mm cypher and the 3.5 x 23mm cypher. There was 75% stenosis. To treat the restenosis, balloon angioplasty was conducted and the residual % of stenosis was 25%. At the same time, a de novo stenosis was observed at the mid left anterior descending (lad). To treat the stenosis, rotablator was conducted and a 3.0 x 13mm cypher was implanted. There was 75% stenosis before the procedure and the residual % of stenosis was 0%. The procedure details were all unknown. Seven months later, follow up cag was conducted and the restenosis was observed at the proximal end (75%) and the distal end (90%) of the 3.5 x 18mm cypher that was implanted in the proximal rca. To treat the restenosis, two 3.5 x 12mm taxus stents were implanted at the both ends of the cypher in the proximal rca. The residual % of restenosis was 25%. The procedure details were all unknown. In addition, 75% restenosis was observed at the distal rca (exact location unknown) and balloon angioplasty was conducted and residual % of restenosis was 25%. The procedure details were all unknown. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
After receiving several cypher stents, the patient has had multiple cases of in-stent restenosis.